Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 10ml s/su package damaged/defective other and package seal integrity poor/questionable. The following information was provided by the intial reporter transferred from portuguese to english: reason: 1 unit - lateral weld failure reason: 2 units - hole near the nozzle additional information received on 07feb2024 -please confirm date the event occurred? A:we used the entire lot claimed, and at the end of the period of use I notified the deviations (between november 2023 and january 2024). -you have mentioned there are several packages comes with tight seal/tear and those are discarded, could you please confirm quantity affected and please confirm issue with those packages a:there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around 15 units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination.

Manufacturer narrative:
Photos and sample received for investigation. Through visual inspection, the packaging is open in the sealing area. There was no evidence of holes or other perforations identified when inspecting the product. No other defects or issues observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, the opening in the seal area may have occurred during the handling of the sample (detaching the blister) as the seal was sealed. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.